Manufacturer narrative:
(B)(4). Date sent: 09/26/2017. D4: batch # p9188k . Device analysis: the analysis results found that a 23nbs device was received with the outer gasket torn. In addition, the tyvek was returned along with the instrument. Upon visual inspection with magnification, the outer gasket was confirmed to have evidence of cuts. A possible cause for this damage is the use of sharp instruments during the procedure. Use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the gaskets which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 1-18-2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic unknown procedure, the valve came off the device on the way of use. Another device was used to complete the case. There were no adverse consequences to the patient.